Manufacturer narrative:
(B) (4).

Event description:
It was reported that pt's implantable neurostimulator (ins) became very hot. The pt experienced pain in her chest/arm/shoulder and "almost had a stroke." The pt did not have her stimulator on to "make it (the symptoms) go away." It was also reported that the pt was charging her implantable neurostimulator more than expected. The ins "recharges but loses charge right away." The pt kept her ins off but continued recharging it. It had also been reported that the pt had fallen a few weeks earlier. A meeting with a company rep was arranged; impedances were within normal limits. The pt had multiple other issues going on as well (unspecified). She turned the device off and was to consider having it removed at a later date.